Manufacturer narrative:
The tech found that the device functioned as per specification. The tech could not duplicate the issue. The device operates normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleges that the pt position mode would alarm locally, when the pt got out of bed, but would not alarm at the nurses station. No injuries were reported.